Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient had a recurrent ongoing stoma site infection. Patient had a CT scan with unknown results. Patient had an excision and washout on (B)(6) 2025 and currently has an open cavity at the washout site. No further information provided.

Manufacturer narrative:
Reference number (B)(4). . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 27/may/2025 it was reported the patient's stoma has green exudate. Swab from 25/apr/2025 grew pseudomonas. Unknown antibiotics were prescribed.